Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the anterior tibial artery. The 2.0x20mm otw armada 14 xt balloon dilatation catheter (bdc) was advanced to the target lesion with a command 14 guide wire however the guide wire kinked. The guide wire was removed and exchanged for a new command 14 es guide wire however during the guide wire exchange, resistance was felt. The wire could not be advanced further or removed, requiring removal of the entire unit. A replacement catheter was used to complete the procedure with the same command 14 guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.